Event description:
The pt presented with a tumor growing in the carotid artery. On (B)(6) 2014, the pt underwent a surgical resection. During the procedure, the carotid artery was damaged and the vessel was packed. It was decided to occlude the carotid artery for endovascular intervention using a hyperform balloon for proximal control while occluding the damaged vessel with coils. The balloon was prepared per the IFU (instructions for use) and then inflated inside the pt. The inflated balloon was reported to be undersized compared to the vessel and not maintaining inflation as there was a leak at the tuohy adaptor around the guidewire. An attempt was made to inflate the balloon even; however, burst upon further inflation. The balloon was removed from the pt. A second balloon was used and the same issue occurred. A third balloon was used and the procedure was successfully completed as planned. The pt was reported to be fair as original neurological issues were present. Same event as MDR# 2029214-2014-00515.

Manufacturer narrative:
The balloon catheter was returned for eval without the guidewire and a hole was found distal of the distal marker band; however, the cause could not be determined. All balloons are 100% leak tested and 100% inspected for damages and irregularities during manufacture. (B)(4).